Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported slda appears to be related to patient morphology/pathology, as the diseased and thick/floppy condition of the leaflets likely affected leaflet insertion in the clip. The reported worsening mr appears to be a result/secondary effect of the slda and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 2, with a good patient outcome. On (B)(6) 2017, the patient returned with increased mr, grade 4. It was found that the clip detached from one leaflet and remained attached to the other leaflet (slda). An additional mitraclip procedure was performed for stabilization. Two clips were implanted, reducing the mr to 2. The patient had a good outcome. No additional information was provided.